Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The representative further reported that the implant of the pump was (B)(6) 2017. The specific date was to be confirmed. It was confirmed that the refill did occur on (B)(6) 2018 and the pump later checked on (B)(6) 2018. There was no known volume discrepancy on (B)(6) 2018 but the pump was not emptied and refilled on this date, so there would not be a way to know for sure. No symptoms were reported nor that they could tell per the physician. However, the physician did report that the patient was post op in the ICU, sedated and ventilated which may have concealed the clinical signs of baclofen withdrawal. The nurse did say that the patient's sedation requirements had increased over the 24 hours previous, but it is unclear whether that was simply recovery following surgery or withdrawal. The representative would follow up after the patient¿s next refill which was clarified as (B)(6) 2018, 10 days before the next alarm. Further clarification of the operation, ICU stay, sedation, ventilation has been requested as to the relationship to the implant system and therapy. It was further clarified that the previously reported surgery/operation was unrelated to the pump. It was an elective spinal surgery because of the progressive deformity due to the patient¿s underlying disease. The ICU stay was an anticipated part of the post-operative recovery and not triggered by the pump. It was also reported that the fact of the patient being in the ICU may have concealed any clinical impact of the pump being empty.

Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign health care provider (hcp) via a manufacturer representative regarding a patient who received lioresal (2000.0mcg/ml, 1205.5mcg/day) and hydromorphone (500.0mg/ml, 301.29mcg/day) [flex dosing] in an implantable pump for an unknown indication for use. Patient medical history included severe spasticity. Concomitant medications were unable to be obtained. It was reported the expected reservoir volume (erv) was 7.2ml, but the actual reservoir volume (arv) was "virtually empty" per hcp (few drops of liquid aspirated). There were no known environmental/external/patient factors that may have led or contributed to the issue. The clinical specialist performed the pump interrogation at 18:37 on 26-mar-2018 and the print report was provided. No additional interventions were planned at this time. A manufacturer representative would be present at the next refill. The issue was considered ongoing. The status of the pump was remain implanted - in service. The status of the patient was stated to be alive and with no injury. No complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (confirmed via healthcare provider) indicated the actual reservoir volume (arv) was greater than the expected reservoir volume (erv) at the (B)(6) 2018 refill (volumes not reported). No further troubleshooting or diagnostics have been performed as of (B)(6) 2018. The issue was considered resolved. The health care provider (hcp) was "totally satisfied" with the remaining volume in the pump at the time of refill. The patient also had no complaint regarding the pump since the last refill.